Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a post-op check. It was noted that the right ventricular lead had moved. Threshold was intermittent and r wave was varying. Patient was very combative and confused post operatively, flailing his arms around. The lead was repositioned on (B)(6) 2020. The patient was stable.